Manufacturer narrative:
H5 corrected.

Event description:
Reportedly, the booting of the subject programmer stops on a bios sorin logo screen when a usb key is connected. Without a usb key, the programmer can be booted normally. Preliminary analysis revealed that the observed behavior probably resulted from an inappropriate settings configuration during a previous repair of the programmer, due to human error.

Event description:
Reportedly, the booting of the subject programmer stops on a bios sorin logo screen when a usb key is connected. Without a usb key, the programmer can be booted normally. Preliminary analysis revealed that the observed behavior probably resulted from an inappropriate settings configuration during a previous repair of the programmer, due to human error.

Event description:
Reportedly, the booting of the subject programmer stops on a bios sorin logo screen when a usb key is connected. Without a usb key, the programmer can be booted normally. Preliminary analysis revealed that the observed behavior probably resulted from an inappropriate settings configuration during a previous repair of the programmer, due to human error.